Manufacturer narrative:
No external ram crc error or unexpected restart alarms noted during testing. The device passed the self test and unexpected restart error test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer received an excessive no delivery alarm and a signal too low alarm from his insulin pump. The customer's blood glucose level was 128 mg/dl. Standard troubleshooting was performed. The customer stated the excessive no delivery alarm occurred after a new battery was inserted. The customer was advised the insulin pump experienced an unexpected restart. The signal too low alarm happened twice and thus the insulin pump will need to be replaced. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).